Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, two sensors broke and caused bleeding. The customer's blood glucose was 250 mg/dl. No troubleshooting wasn't preformed. The sensor is being returned for analysis.